Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported (ER visit/hospitalization) and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated that she was on trulicity and that it caused her to have a bad case of pancreatitis. The patient started to run a fever and had a high blood count and thinks she was getting an infection in her nose. The patients blood glucose was running really high. The patient was taken to the hospital where she was treated with insulin and an IV drip. The pod was taken off of the patient. The patient was also given morphine in a shot and was given antibiotics by IV.